Event description:
Complainant alleged that while attempting to defibrillate a patient the device failed to discharge on the fourth attempt. The patient received three deliveries of energy prior to the malfunction: at 200 joules, 300 joules and then 360 joules. The device was attached to the patient via non-zoll electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.